Event description:
Customer reported continuously receiving no delivery alarms on the insulin pump after a bolus. Customer's blood glucose reading at the time of the call was 452 mg/dl and has treated by pushing insulin with the plunger. It was noted that the alarm was resolved by a complete set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.